Event description:
The user facility reported positive bi results. No injuries were reported however procedural delays occurred due to reprocessing of instruments before use in patient procedures.

Manufacturer narrative:
Positive bi results were experienced from two v-pro max sterilizers. Retain testing and DHR review were performed on the lot number subject of the reported event and no issues were noted. Following the reported event a steris account manager arrived onsite and stated that during a separate occasion two biological indicators became cracked during processing. This may be indicative of improper handling of the indicator before placement in the sterilizer. The account manager discussed the proper use and handling of the biological indicator.

Manufacturer narrative:
A steris service technician inspected the sterilizers and found them to be operating properly. No issues were noted and the units were returned to service. No additional issues have been reported.